Manufacturer narrative:
This is the final report.

Event description:
A report was received that the patient underwent a pocket revision in an effort to improve communication between the charger and the ipg. The patient was reportedly doing fine after the revision procedure and was able to charge.